Manufacturer narrative:
Concomitant products: product ID 3998, lot # lb2351, implanted: (B)(6) 2003, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3550-09, lot # lb2160, implanted: (B)(6) 2003, product type accessory; product ID 3998, lot # lb2351, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported the ¿leads and everything went out/went dead.¿ it was stated the implantable neurostimulator and leads were explanted and replaced.